Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the neuro tip was drilled into, the labeling was faded, the bearings had fallen inside, and the bearings were corroded and broken. It was further determined that the device failed pretest for labeling inspection. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the bearing of the crani-attachment device was damaged, and the device did not work. During in-house engineering evaluation it was observed that the neuro tip of the device had been drilled into, and the bearings had fallen off inside the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.